Manufacturer narrative:
The reported event of high impedances/broken lead was confirmed. As received, the paddle lead had a break with all internal wires broken on one tail. The cause of the breakage is consistent with an overstress condition or sudden event the lead was subjected to while in vivo.

Manufacturer narrative:
(B)(6). The unique device identifier (UDI #) is unknown because the lot and part number were not provided. Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation after a fall. Diagnostics showed high impedances. In turn, the lead was explanted and replaced. Upon explant it was observed the lead was fractured.